Event description:
It was reported that the stent (subject device) was selected for a lesion located in the segment of the internal carotid artery. While the physician was advancing the stent through the microcatheter, with the stent halfway through the microcatheter the physician noticed that the stent had deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed state. The stent delivery wire (sdw) was received within the introducer sheath. The distal tip of the introducer sheath was intact. Slight deformation was noted to the distal (open cell) end of the stent. All 3 marker bands were present on both ends of the stent. A kink/bend was present at approximately 22cm from the distal end of sdw. The functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that during the delivery process, when the stent had reached approximately halfway to the distal end of the microcatheter, the physician noticed that the stent had deployed within the microcatheter. Consequently, the physician withdrew the microcatheter and stent system together and removed the deployed stent from the microcatheter. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The stent was returned in its deployed state after being deployed by the physician post procedure, there was some slight deformation noted to the stent, the sdw was noted to be kinked. It is probable that there may have been anatomical and/or procedural factors present during use which may have caused damage to the device and subsequently causing premature deployment within the microcatheter. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and to the analysed ¿stent deformed¿, ¿sdw kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according to the dfu but due to procedural factors during use, the device performance was limited.

Event description:
It was reported that the stent (subject device) was selected for a lesion located in the segment of the internal carotid artery. While the physician was advancing the stent through the microcatheter, with the stent halfway through the microcatheter the physician noticed that the stent had deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.